Event description:
Boston scientific crm received information that stored electrograms (egm) in the device displayed events that appear to be loss of capture (loc) of unknown duration on the right ventricular (rv) lead. Technical services (ts) was consulted and suggested performing the threshold test using decrementing voltage (v) instead of the pulse width (pw) next time. To date, no adverse patient effects were reported.

Manufacturer narrative:
This device was later explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.